Manufacturer narrative:
Investigation summary: it was reported by customer that the hub of the primary tubing does not connect well to the thread on the secondary tubing. The connection comes apart and causes medication and blood to go to the floor. One sample was received for quality evaluation. Visual examination was conducted on the sample, no damages or abnormalities identified. The sample was then primed and and attached to a sample secondary bd infusion set and a sample bd extension set at the distal end of the infusion set. A simulated infusion was conducted at a rate of 125 ml/hr to determine if there was and air-in-line, occlusion or leakage issues. There were no issues identified. All additional y-site smartsites were tested by connecting a syringe to the luer port and conducting a fluid push to determine if the threaded connection leaks. No issues were identified. The customer complaint of connection issues could not be confirmed. A root cause for the reported failure was not determined because the failure was not replicated. A device history record review for model 2420-0007 lot number 24115441 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the hub of the primary tubing does not connect well to the thread on the secondary tubing. The connection comes apart and causes medication and blood to go to the floor.